Manufacturer narrative:
Product analysis: at analysis it was determined that the stylus pen failed calibration. It was further noted that the lower hinges, left and right, were worn and lower left bullet hinge cover was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not update software. The programmer is expected to be returned. No patient complications have been reported as a result of this event. It was further reported that the programmer stylus subsequently tested out of specification during manufacturer's analysis.